Manufacturer narrative:
The pump passed active current test, sleep current test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. Unit passed dat test at 0.0872 inches. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Battery cycle 6.0 received the lowbatteryalert (104) on 06/10/2025 09:33:00 after more than 7 days at 15.33 days. Battery cycle 4.0 received the lowbatteryalert (104) on 05/25/2025 22:34:00 after more than 7 days at 10.54 days. Battery cycle 3.0 received the lowbatteryalert (104) on 05/15/2025 08:43:00 after more than 7 days at 11.35 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Confirmed no units of bolus delivered on event date in the pump history download. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, cracked keypad overlay, pillowing keypad overlay and cracked case (battery tube). No power errors noted. Pump passed all required testing. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss not confirmed. Charge/battery lasts less than expected not confirmed. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported hyperglycemia with low battery alarm. The customer reported hyperglycemia of 284 mg/dl. The event involved product(s) mmt-332a, mmt-1884, mmt-7040a and mmt-397a. Troubleshooting was performed and received replace battery now alarm. The issue was resolved by inserting new battery. Troubleshooting was declined for high blood glucose. No further complications were reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-397a.